Event description:
Account reports 4 needlestick incidents with the autoshield pen needle. One of the exposures occurred due to use of the arm as an injection site. Follow up being conducted on three other incidents to better determine if proper technique and protocol was followed.

Manufacturer narrative:
Product has been discarded; no product return is anticipated. Lot number is unk; unable to perform device history review. Follow up being conducted with account to verify if training and re-inservicing has occurred. Regulatory compliance will continue to monitor.